Event description:
It was reported that the procedure was to treat a mid circumflex artery. When using a 2.5 x 23 mm xience xpedition stent delivery system, during removal, there was resistance with the anatomy and the stent was found flared. Another unknown device was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent damage was able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove or stent damage from this lot. Based on the reviewed information, no product deficiency was identified.